Event description:
It was reported that during a revision treatment procedure a guide wire tip detachment occurred. A 0.018inch x 180cm platinum plus guide wire unraveled, the tip detached and remained inside the right dorsal pedis artery of the patients¿ foot. The detached portion of the guide wire was not able to be retrieved with a snare, therefore, left in situ. The procedure was completed and the physician is monitoring the medical situation.

Manufacturer narrative:
Device evaluated by MFR.: visual inspection of the complaint device presented the spring tip was unraveled. Device presented the distal tip damaged, with the spring tip elongated and the absence of the ball weld. All the outer diameter measurements are within the specifications. Two segments of platinum plus-pi (core wire and spring tip) were sent to (B)(4). The analysis results showed the core wire presented evidence of torsion with bending as cause of the wire failure and the spring tip presented evidences of shear/tear tension as the cause of wire failure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
It was reported that during a revision treatment procedure a guide wire tip detachment occurred. A 0.018inch x 180cm platinum plus guide wire unraveled, the tip detached and remained inside the right dorsal pedis artery of the patient's foot. The detached portion of the guide wire was not able to be retrieved with a snare, therefore left in situ. The procedure was completed and the physician is monitoring the medical situation.

Manufacturer narrative:
(B)(4).